Manufacturer narrative:
(B) (4): the pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
The pt was doing well until the previous 1-2 months. She had been admitted to the hospital twice since feb for nausea/vomiting and weakness, but she also had a uti and hypertension. She wasn't specifically treated for withdrawal because the other issues were thought to be the problem. No studies were done on the pump or catheter. It was noted that they got more drug back than expected on refill; the volumes were not provided, but reported to be accurate. The pump was replaced; during surgery, the catheter was observed to be patent and there was good csf flow. There was reported to be no pt injury. The pt recovered without sequelae. She had done very well since the pump was replaced; no other issues were noted. The pump was used to deliver morphine 35 mg/ml at 2 mg/day.